Event description:
It was reported that the implantable pulse generator (ipg) went into eri. The battery longevity was less than expected. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024 implantable pacing lead 2001 (B)(6). (B)(4).